Event description:
It was reported that during implant, two different leads were attempted but the doctor found the patient had severe myocardial fibrosis and could not fix either lead. The leads were not used and it was planned to implant an epicardial lead on another day instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the lead appeared damaged at implant and the lead was stretched. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.